Manufacturer narrative:
The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that the dto system was implanted in (B)(6) 2010 with two fusion stage and one dynamic stage (3-4-5-1). After 6 months, the patient experienced pain. The x-rays showed a failure of the screw in the lower half, below the pedicle into the vertebral body. Patient was revised.